Manufacturer narrative:
Analysis was performed to the returned device. The reported suture retrieval issue was confirmed as an observed link separation. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture retrieval issue and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a small-bore sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.